Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia despite insulin delivery appearing to resume after multiple infusion set and site changes; fingerstick glucose values were reported in the 499¿543 mg/dl range, the cannulas removed appeared straight, there were no leak sensations or notifications, and the user later announced and consumed a meal while glucose began trending down. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and a review of available data; the issue was characterized as hyperglycemia with cause unclear. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.